Manufacturer narrative:
(B)(4). Concomitant medical products: cat#00-4894-058-10 acet agmt sz 58 x 10 lot#63129477, cat#00-6250-065-25 bone scr 6.5x25 self-tap lot#64206965, cat#00-6250-065-40 bone scr 6.5x40 self-tap lot#64005644, cat#00-6250-065-50 bone scr 6.5x50 self-tap lot#63451417, and cat#00-6624-065-50 bone scr 6.5x50 self-tap lot#63759097. Report source: foreign country: (B)(6). The device will not be returned for analysis, per hospital policy; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01502.

Event description:
It was reported that a patient underwent a hip revision approximately 20 to 30 years later due to poly wear and lysis. Subsequently, patient was revised approximately three (3) years later due to fracture, lysis, and pelvic discontinuity. Unfortunately the bone loss was too much for the tmars construct to support. A custom cage was created to reconstruct the acetabulum. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4: UDI number; h2; h3; h6 visual examination of the provided picture identified the shell explanted and covered in bio-debris. No further evaluation can be made from the provided picture. Pictures were not provided of the liner. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. It was identified that zimmer biomet devices were implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. A definitive root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.